Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received vibratory alert and presented in clinic for routine follow up. Upon interrogation, it was noted that the vibratory alert was triggered due to lead noise on the right ventricular lead. The noise was not reproduced during in clinic testing but was noted since (B)(6) 2018. The patient later presented for lead revision procedure. Upon interrogation prior to procedure, slight rise in capture threshold was observed, but the threshold value was within normal limits. Lead fracture was suspected. Impedance and sensing measurements were normal. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.